Manufacturer narrative:
Although there was no patient impact associated with this incident, there is a potential for injury should this happen again. This report is being sent as a notification.

Event description:
The 0.014 procedure wire kinked during the withdrawal of the revolution catheter. The physician believed the catheter transducer (revolution catheter) was advanced all the way forward on the wire before the catheter was withdrawn. The catheter gripped the wire when he began to withdrawal the catheter. Subsequently the kinked wire and revolution catheter. Subsequently, the kinked wire and revolution catheter had to be removed from the patient together.